Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk liner-unknown, unknown-unk acetabular cup-unknown, unknown-unk stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05070. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, provided xray indicates dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted sometime in year 2000. Reported event was confirmed by review of x-rays by a third party hcp identifying a superior dislocation of the femoral head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to dislocation. Attempts have been made and no additional information is available at this time.